Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 alarmed transducer fault. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.